Event description:
Event description boston scientific received information that this right ventricular lead was unable to capture at maximum output two hours after the implant procedure. The patient reported being unable to breathe and feeling as though their heart had stopped. The lead was explanted and replaced with a competitive lead.